Event description:
A customer reported an altitude alarm issue with their pump. The customer's blood glucose level was between 54-500 mg/dl, which is within the normal range, therefore no adverse impact was noted. The customer will use multiple daily injections (mdi) as backup therapy while the pump is replaced. The customer was instructed to return the problematic pump using a pre-paid label, and they acknowledged this instruction. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it to tandem.